Event description:
It was reported that while using the surgical fiber during a prostate procedure, a decrease in tissue vaporization efficiency was observed at 131,260 joules of use. The procedure was completed using a second fiber. Patient outcome: no injury to the patient.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture at the output window. The fiber proximal to the fracture was found to rotate independently of the metal cap. Severe char and detritus was also observed on the metal cap; the glass cap exhibits severe devitrification at the output window. Both caps remained attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.